Event description:
The pt reportedly experienced sound quality issues and overly loud stimulation. The pt also has experienced headaches while using the device. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Surgery to explant the pt's device will be scheduled.